Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The balloon was loosely folded with imprints on the balloon material and one of the wings on the balloon appeared to be cut, which may be consistent with interaction with a stent. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Reportable based on device analysis completed on 17-april-2018. It was reported that crossing difficulties were encountered. The target lesion was located in a tortuous coronary artery. A 4.5mm x 12mm quantum¿ maverick¿ balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon material damage.